Manufacturer narrative:
Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer an rn in the cath lab, called with a low vacuum alarm. As the engineer was trying to ask questions to find out the situation, the nurse stated a coworker had changed the pump. The engineer attempted to collect product surveillance information; however was unable to as the nurse stated, she did not have time to talk as the patient had to be taken to the ICU.

Event description:
It was reported through a direct call from the customer to the emergency support program that, cs300 intra-aortic balloon pump (iabp) had low vacuum alarm. There was no patient harm or injury.